Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Event description:
It was reported that the patient's log files were submitted to technical services for review. Upon their review, technical services found a driveline disconnect event at 11:07 am on (B)(6) 2022. This event caused the pump to stop for approximately 5 seconds before it ramped back to speed. The driveline was disconnected again on (B)(6) 2022, which caused another pump stop. The pump was off for 3 seconds before returning to normal set speed.

Manufacturer narrative:
Manufacturer's investigation conclusion: driveline disconnect events were confirmed via the evaluation of the submitted log file data. Controller event log file b5081551 contained data spanning from (B)(6) 2022 at 08:25:54 to (B)(6) 2022 at 15:48:01, per the timestamp. The pump operated at the stored patient speed until (B)(6) 2022 at 11:06:59, when the driveline was disconnected from the system controller resulting in a pump stop event that occurred for approximately 14 seconds. The driveline was reconnected to the system controller and the pump speed ramped up to the stored patient speed without issue. Following the reconnection of the driveline to the system controller, the pump operated at the stored patient speed for the remainder of the log file. Controller event log file b5171537 contained data spanning from (B)(6) 2022 at 20:40:54 to (B)(6) 2022 at 15:35:17, per the timestamp. The pump operated at the stored patient speed until (B)(6) 2022 at 23:00:26, when the driveline was disconnected from the system controller resulting in a pump stop event that occurred for approximately 11 seconds. The driveline was reconnected to the system controller and the pump speed ramped up to the stored patient speed without issue. Following the reconnection of the driveline to the system controller, the pump operated at the stored patient speed for the remainder of the log file. The pump appeared to have been operating as intended in the log files while the driveline was connected to the system controller. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, nothing has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instruction for use (IFU) contains the following information: section 2-11: if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. Section 5-23: at least one system controller power must be connected to a power source at all times. Disconnecting both power cables at the same time will cause the pump to stop. Section 7-14: driveline disconnected alarm. Section 8-5: do not disconnect the system controller from the driveline for cleaning. Disconnecting the driveline from the system controller will cause the pump to stop. The heartmate 3 lvas patient handbook contains the following information: sections 2 and 4: check the system controller driveline connector often to confirm that the driveline is securely inserted into the socket. If the driveline disconnects from the system controller, the pump will stop. Section 2: the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, promptly reconnect it to restart the pump. The pump cannot run without power. No further information was provided. The manufacturer is closing the file on this event.